Event description:
The customer was hospitalized for high bgs and dka. It was reported that they had bent cannulas. Troubleshooting was performed. The programming and bolus history were accurate. The nurse stated that they took the batteries out and the settings were cleared. Instructed nurse to reset the pump, place a new infusion set, and ran insulin. The insulin exited.